Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This will be conservatively filed for the pericardial effusion. It was reported that the mitraclip procedure was performed on (B)(6) 2018, to treat a mixed mitral regurgitation (mr) with a grade of 3. It was noted that the patient was very old and has a lot of comorbidities. One clip was successfully implanted, reducing the mr to 1-2. Reportedly, there was difficulty during transseptal puncture as there was bad echo conditions due to visualization. On (B)(6) 2018, it was observed that the patient had blood loss. An echocardiogram was performed and a pericardial effusion (pe) was discovered on the lateral wall of the left atrium. Pericardiocentesis was performed and approximately 200 ml of blood was removed. A computed tomography (CT) scan was performed and it was observed that blood loss had stopped. The patient is stable. Reportedly, it is unclear if the pe occurred due to the mitraclip device or due to the patients comorbidities. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of hemorrhage requiring transfusion and pericardial effusion as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported pericardial effusion appears to be related to patient morphology/pathology and/or user technique/procedural conditions and unrelated to the device since there was no reported device issue/malfunction during the procedure. The reported hemorrhage appears to be a secondary effect of the pericardial effusion and unrelated to the device since there was no reported device issue/malfunction during the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.